Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, high pacing lead impendence was observed on the right ventricular lead. It was also noted that the guidewire could not be inserted into the rv lead completely. Another rv lead was implanted. There were no adverse consequences to the patient.